Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, two openings device on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick. ¿ wear abrasion is observed. No further actions are required as the device was implanted.